Event description:
Information received from the field notes that during a routine follow-up, the device exhibited premature eol/rrt with measured battery data of 2.29v, 31.8 kohms and dashes (---) for the current drain. The patient was not pacemaker dependent.